Event description:
The user facility reported to terumo cardiovascular systems corporation that immediately upon initiation of cardiopulmonary bypass surgery there was a high volume in the reservoir (4 liters) with the vacuum level on (at 40 mmhg). The perfusionist lowered the vacuum level, hemoconcentrated the blood, and cell-saved to bring the volume of the reservoir down to 3 liters. The perfusionist observed foam pouring out of the venous filter. Later in the case, with fi02 at 100%, the p02 level was 170. When they began ventilating the patient, the p02 level raised to 300. The surgery was completed successfully on (B)(6) 2014, but the patient was put on extracorporeal membrane oxygenation (ECMO) on (B)(6) 2014. The patient expired on (B)(6) 2014. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).